Manufacturer narrative:
Investigation pending.

Event description:
Customer reports discrepant results with meter compared to lab for one patient: date: unknown, inratio: 1.4, lab: 4.1. Time between results was approximately 5.5 hours.